Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The director of the biomedical department reported that a colleague pump shut down during patient use. It is unknown if there was patient injury or intervention. Although multiple attempts have been made, no further information has been provided at this time.